Event description:
Nurse when to give a vaccination to a new born. She applied a needle to the prefilled syringe and after she gave the injection to the baby she attempted to deploy the safety device and the safety device broke off. Manufacturer response for safety needle 27 g x 5/8, bd safetyglide (per site reporter). This was done by our supply chain corporate office. I'm not sure what the response was.

Event description:
Nurse went to give a vaccination to a newborn. She applied a needle to the prefilled syringe and after she gave the injection to the baby she attempted to deploy the safety device and the safety device broke off. Manufacturer response for safety needle 27 g x 5/8, bd safetyglide (per site reporter). This was done by our supply chain corporate office. I'm not sure what the response was.